Manufacturer narrative:
(B)(4).

Event description:
Incident date has been changed to (B)(6) 2019.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08775 inches. The insulin pump was received with missing end cap sticker, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 24 mg/dl at the time of the incident. The customer was at 90 to 147 mg/dl at the time of admission and after being treated for the low. The customer was at 257 mg/dl at the time of the call. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller is positive the pump delivered the entire contents of the reservoir into the customer. The caller reported pump physical damage. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.